Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and began treatment for the peritonitis with unspecified drugs (intraperitoneally, doses and frequencies not reported). On unreported dates, the patient was recovered, and dianeal therapy was ongoing. No additional information is available.